Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery power of the insulin pump ran out. Customer¿s blood glucose was unknown. The customer reported that battery power ran out in about one week. After that, the power did not turn on. The troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit powered up properly after the test battery was installed. No blank display noted during testing. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Unit passed the displacement test, self-test, sleep current measurement and active current measurement.